Event description:
The reporter stated that the doctor complained that the dermatome was not very powerful and did not take a good graft. The doctor had to take a second graft from higher up on the thigh. The graft was being taken to cover an area damaged by necrotizing fascitis.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.